Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
One needle came off the syringe and spray us both in the process. I've had this happen in the past with the same needles. The needle just slips on, it is not a luer lock. This causes issues with the needle coming off upon removal from the skin and stick injuries. Lidocaine is used with these needles.